Event description:
The patient reported that they performed a blood glucose test on the suspect device and obtained a result of 325 mg/dl. Patient then administered insulin. Pt's spouse found pt passed out an hour later. Emergency medical technician were called and they tested pt's glucose at 7 mg/dl on their equipment. Patient was given a glucose IV until their blood glucose was 197 mg/sl. L1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.